Event description:
It was reported that the health care professional (hcp) called in for review of an atrial tachy response (atr) episode for this patient with a pacemaker. Technical services (ts) reviewed and discussed that it looked like a slow flutter with ventricular pace (vp) and ventricular sense (vs) events are causing farfield on the atrial channel. The farfield after the vp was being marked and initiating the atrial flutter response (afr). Ts provided programming options. At this time, the device remains in service. No adverse patient effects were reported.